Manufacturer narrative:
Full UDI# provided. On march 18, 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective action request has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621-2016 for this recall. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap. Cholecystectomy- " the surgeon used the clip applier of the lap. Chole kit. As soon as the surgeon pressed the handle, a clip exit from the charger in close position and fell down in the patient abdomen, fortunately the surgeon took out all the clips. The surgeon opened another direct drive from a box (lot.1237566), but the clips of this one were scissoring and cutting the tissue. The surgeon opened another device- same lot. 1237566- and this time it worked. They maintained all the samples, but unfortunately all mixed up, so its no longer possible to distinguish which direct drive is working of the lot 1237566. They filmed the surgery, so we'll be able to see the film later." Type of intervention- "the surgeon needed to take out all the misfired clips from the patient abdomen." Patient status- "good."